Event description:
On (B)(6) 2012, customer reported that the lh500 instrument was leaking from the manual mode rinse block area. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) contacted the customer via telephone and instructed the customer to perform a shutdown and startup of the instrument. Customer stated that after doing shutdown and startup the issue was resolved. No further leaks were reported.

Manufacturer narrative:
Results: customer was instructed to perform shutdown and startup of the instrument and this resolved the issue. (B)(4).